Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating the cause of the leads breaking was not determined, and the contacts with the high impedances were currently not being used.

Manufacturer narrative:
Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Other applicable components are: product ID: 3387s-40, lot# v265025, implanted: (B)(6) 2009, product type: lead. Product ID: 3387s-40, lot# va0hxzv, implanted: (B)(6) 2014 product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend/family member of a patient implanted with a neurostimulator (ins) for parkinson¿s and movement disorders reported that a couple of the leads broke in 2016, but the two broken leads were not being used. It was noted that they were referring to two of the wires which connect to the electrodes. The break was somewhere up around the patient¿s neck. It was noted that the patient has had multiple falls, but the lead break could not be traced to a particular fall. No medical symptoms were reported. No further complications were reported. Refer to manufacturer report #3004209178-2017-15783 for details pertaining to the reportable related event.